Event description:
The user facility reports the burette slides down when screw nut is tight. The burette does not hold position. The user facility reports they may have to adjust the level because of how the line comes in to the burette from the top of the unit. Pt injury was not reported but intervention was required.